Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose value. Customer's blood glucose value was 270 mg/dl. Customer's mother reported that customer had a large breakfast and the blood glucose value was 534 mg/dl. Customer did a 10u of bolus. The customer's mother reported that they had no delivery alarm and had to change infusion set and reservoir. Reservoir will not be returned for analysis.